Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 24221h, reader sn (B)(4). Two repeat cue covid-19 tests performed on the same day provided negative results. Customer tested negative with a binaxnow antigen test on an unknown date. The customer confirmed no symptoms present but had possible exposure. Cartridges were stored according to the instructions for use.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Technical operations was unable to perform retain testing as no cartridges were available due to previous investigations using retain cartridges from this lot. The complaint was unable to be confirmed and root cause was undetermined.